Manufacturer narrative:
Log file analysis was not conducted since the event was confirmed visually. A review of the device's incoming inspection records indicated there were no ncmr's generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications (and failed visual inspection) because of the loose port 1 connector. The connector did not sit flush against the controller housing and was missing the rubber washer which rests between the connector and the controller housing. However the loose port 1 connector did not effect the ability of the port to provide power as required. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is improper assembly of the controller port, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The device has been returned to the manufacturer with completion of analysis pending. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received from (B)(6) that the ventricular assist device (vad) coordinator reported the controller had a "loose socket of the battery connection". The patient was at home. The controller was replaced by the hospital with no effect on the patient.